Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-3632sp-1 fibertak® (batch 15459433) was received for evaluation. Visual inspection identified that the device was returned without the sutures. Functional testing noted that the device functioned as intended. No problem found. The complaint allegation that the anchor was fractured is not confirmed, as the device was returned incomplete. Refer to the investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery two anchors ar-3632sp-1 (lot: 15459433) got cut in the middle. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.